Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unknown sensor issue occurred. Date of event is an approximation. On (B)(6) 2024 , the diabetes education program coordinator reported via email that on (B)(6) 2024 , the patient experienced an unknown sensor issue which occurred on an unspecified day after sensor insertion. Sensor location was not specified. The patient's diabetes education program coordinator reported that the patients sensor ¿stopped working¿. No other details were able to be provided. At some point that same day, the patient was admitted to the intensive care unit (ICU) for a severe hypoglycemic event. The patient was wearing a betabionics ilet insulin pump. No patient symptoms were reported. There were no details provided about what treatment or medications the patient was provided. There was also no report of when the patient was discharged from the hospital. Attempts to reach the patient for further event clarification were unsuccessful. No other patient or event details were available. Data was provided for investigation. The allegation was confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.